Event description:
The customer reported that during use of this tunnel dilator in an acl reconstruction procedure on (B)(6) 2014, the distal portion of the device broke off and was lodged in the patient's bone tunnel while malleting the device. However, the surgeon was able to remove the broken piece without the need of additional medical/surgical intervention. Other than a twenty (20) minute delay to remove the broken piece, the procedure was completed without any further complications or serious injury. The patient was discharged per normal hospital procedure. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
Conmed received the broken tunnel dilator for evaluation on (B)(4) 2014 and confirmed the reported problem of the product's distal portion breakage. A visual examination of the returned instrument by the r&d engineer found the distal portion of the dilator has detached from the dilator tube at the weld. The distal portion of the dilator was highly deformed, scraped and gouged. Further examination under magnification by the r&d engineer shows that the break likely occurred due to excessive bending and/or fatigue. There was no evidence of material or a manufacturing defect. Based on the information received from the supplier, this supplier lot number (3193) was manufactured prior to 2003. This is a reusable device that is cleaned and sterilized in between uses. In this instance, the device has been in use for over eleven (11) years. A two-year review of complaint history shows no other complaints for this item number. Risk analysis shows the safety risk is acceptable. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the following precautions and warnings: inspect instrument prior to use to ensure it is in good physical condition. There should be no loose, broken or misaligned parts. Exercise care in the use of this device to minimize side or bending loads. Do not use excessive force on this instrument to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Additionally, aorn/good clinical practice guidelines would include examination of instruments prior to use, in order to ensure devices are in good condition, and functioning properly.